Manufacturer narrative:
H10: multiple attempts have been made on 29-mar-2024, 05-apr-2024, and 11-apr-2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was not passing calibration, and touch was not detected. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the touchscreen was not passing calibration, and touch was not detected. The customer was able to navigate to touchscreen calibration, but after that, the touchscreen was not detected. Touchscreen calibration could not be performed. The remote service engineer (rse) provided the customer with the part number and price of the replacement touchscreen for repair.